Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to an inflation issue. The ipp is currently implanted, the explant surgery is already booked. There were no patient complications reported.